Event description:
The territory sales manager, was present during a procedure where the surgeon, was revising an anchorage cp plate that had fractured. The sales manager reported that the device was originally implanted on (B)(6) 2013 and a 4 week post op x-ray highlighted a fine fracture. The sales manager reported that the surgeon decided to leave the plate in situ at the time but as the patient began experiencing pain, he decided to revise the patient.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user/patient related issue. The breakage has been caused in all probability by too high postoperative loading of the plate. A clinical statement was requested, the medical expert stated that: ¿no information has been submitted whether the patient had reduced weight bearing or whether a walking boot had been ordered by the attending physician, but assumedly the patient has loaded with full weight bearing prior to sufficient bone consolidation. Such behaviour is adverse because nearly all forces and bending moments are transmitted by the small plate. The plate is only designed for transmission of limited loads until sufficient bone consolidation has been confirmed in the follow up x-rays. Therefore, it can be assumed in all probability that the early breakage of the plate is caused by continuous overloading and/or an acute overloading (e.g. Unintended concussion damage).¿ ¿¿no corrective actions in the field of implant design are required.¿ [original statement] in conclusion, the implant failure has been caused in all probability by too high postoperative loading of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The territory sales manager, was present during a procedure where the surgeon, was revising an anchorage cp plate that had fractured. The sales manager reported that the device was originally implanted on (B)(6) 2013 and a 4 week post op x-ray highlighted a fine fracture. The sales manager reported that the surgeon decided to leave the plate in situ at the time but as the patient began experiencing pain, he decided to revise the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.